Event description:
It was reported that the patient received a blood glucose meter that read in mmol/l instead of mg/dl. The meter was correctly labeled and showed mg/dl.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.